Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the available information, the reported incomplete coaptation/single leaflet device attachment (slda)appears to have been a result of patient conditions. The reported additional therapy/non-surgical treatment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the single leaflet device attachment/slda. It was reported this was a mitraclip procedure performed to treat functional mitral regurgitation (mr) with a grade of 4. The patient had a previously implanted ring on the valve. The first clip was implanted without issues; however, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). An nt clip was implanted to stabilize the slda clip. Mr was reduced to 2. There were no adverse patient effects and no clinically significant delay during the procedure. No additional information was provided.